Event description:
Customer called and said they got dark images, and error message about the x-ray switch. There was pt involved with no injuries.

Manufacturer narrative:
The service rep talked to tech who was using the system and she said they got dark images but that the patient was very thick. The rep asked if they used high level fluoro and she said she used normal fluoro; so, the images were dark. Couldn't duplicate either the dark images or the error message, but will order power cable because the shield is cut and there are some exposed wires. The rep ordered power cable assembly. On the following month, he replaced the power cable assembly and tested unit. System is working as intended.